Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined the customer uses stat spins which may cause the gel to liquefy and enter the probes. Quality controls (qcs) were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned the reagent 1 and 2 probes and performed bottom of cuvette correction (bocc) and probe check. Service method tests (smts) and qcs were run, which passed. Hsc concluded that pre-analytical factors, such as stat spin and gel in the probes, potentially caused the discordant vancomycin result. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.